Event description:
A customer obtained reproducible, discordant (B)(6) results (16.3, 14.7, 15.4 ((B)(6)) vs. Expected results < 5.00 ((B)(6)) miu/ml) on a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) result was reported out of the laboratory; however, the physician was informed that the (B)(6) result was discordant. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained repeatable, unexpected positive vitros ahbs results from a single patient sample while using the vitros 5600 integrated system. There was no indication that an instrument related issue contributed to the event. Additionally, a vitros ahbs reagent issue has been ruled out as a contributing factor. The investigation could not determine a definitive root cause. An unknown sample interferent cannot be ruled out as contributing factor for this event.